Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a (B)(4). We investigated the implant and the broke off fragments. Here we found the typical signs of an excessive force. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. According to the instructions for use the following warning must be observed. "Damage to the implant due to excessive application of force! -always check the correct size every time by using trial implants. -apply the implant in the correct direction. Observe the labeling on the instrument and on the axis of the connector. -mount the implant on the insertion instrument hand-tight as far as it will go. -when inserting the implant into the intervertebral space, avoid canting and levering, and take care to maintain an alignment parallel to the endplates. -do not use force during mounting and implantation." Rational: the surface of the implant and broken parts exhibit signs of an excessive force. There are no hints of pre-damage or similar. A material defect can be excluded. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the surgeon inserted the cage in a lean position after inserting the grated bone. When turning the cage while holding an implant the implant broke. The fragments of the broken implant was removed and the procedure was completed without injury to the patient.